Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
(B)(4). The clinician reported that six months after the dental implant was placed, non-osseointegration was observed. Peri-implantitis was involved in the event. There was an inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed, non-osseointegration was observed. Peri-implantitis was involved in the event. The device will be forwarded to the manufacturer for investigation. There was an inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that six months after the dental implant was placed, non-osseointegration was observed. Peri-implantitis was involved in the event. There was an inflammation at time of event, no further complications were observed.